Manufacturer narrative:
H3, h6: the device, used for treatment, was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device ran for over 14 days. As stated in the IFU, the pico 14 device is designed to provide therapy for 14 days. The device stopped providing therapy as it had reached its end of life time limit. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. A complaint history review found no further instances of the reported event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. The associated risk files contain details relating to harm. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during treatment with pico 14 in an ulcer cruris patient, when starting up the new pico 14 on (B)(6) 2021, after inserting the two batteries, all four displays light up briefly at the same time. The pico 14 cannot be switched on using the orange start button and does not show any function. Despite changing the batteries several times, the pico 14 could not be started. The therapy with pico 14 had to be interrupted and could only be continued on (B)(6) 2021 with a replacement pico 14 device. No patient harm reported.